Manufacturer narrative:
Updated: d8, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported error message could not be reproduced, however, the investigation identified a kinked image sensor unit cable at the edge of the light guide connector boot. It is possible that the cable kink led to breakage or short circuit of output signal wire, leading to the image abnormality/error message. The kink may have occurred due external stress on the image sensor cable due to stress on the bending section, by withdrawing while the scope was angulated, causing stress as a result of excessively twisting and bending the universal cord, etc. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the flex deflectable videoscope had an error message saying something was broken. The event occurred during a therapeutic procedure, and the procedure was competed using a similar olympus device. There were no reports of patient harm.